Event description:
Consumer reported complaint for error message; customer could not recall what the error message was/ the customer reported symptoms of blurry vision and feeling tired; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 11/24/2022; product storage and open vial date were not disclosed. Customer stated that she had ordered new test strips and that they will be delivered.

Manufacturer narrative:
Internal report reference number: 138492-1. B2: adverse event report is being submitted due to symptoms related to diabetes: blurry vison and tired. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.